Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the air pump came on as soon as the motor device was plugged in, the thermistor failed and the cutter was unable to lock into the device. Therefore, the pre-test was unable to be completed. It was determined that this was caused by a cracked and corroded flex circuit. It was further determined that the drive shaft was snapped in half by excessive force. It was determined that the component damage was due to immersion during cleaning, which was failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device lost power. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.